Event description:
A report was rec'd that during the set-up for a suction procedure, a portion of the 3.0mm y adapter was missing. No pt injury, medical intervention or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.